Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Tubing embedded (perforation) is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient in spain a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). The patient's relative reported the patient underwent an operation on 16 oct 2023 due to the intestinal tube had detached inward and became attached to the duodenum next to the peg. It was reported that the outer fixation plate on the peg tube was no longer visible and the patient experienced pain when attempting to pull on the tube. The patient went to the emergency room, underwent an endoscopy, and then underwent surgery where the intestinal tube was removed and the peg tube was placed (repositioned) again. No further information was available. Abbvie conservatively reported the event of intestinal tube became attached to the duodenum.